Manufacturer narrative:
Failure analysis revealed that the insulin pump passed the displacement test, rewind, basic occlusion, and excessive no delivery alarm test. Unable to prime during the prime test due to a faulty force sensor. Further testing could not be performed due to the prime anomaly.

Event description:
A phone call was conducted in order to follow up on a previous call that the father made for unexplained high blood glucose and found that the customer had a serious injury related to high blood glucose. It was stated that the customer has been experiencing a lot of stomach pains since the event and he has begun seeing a gastrointestinal tract doctor. No further information was provided.